Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage internally to the control board consistant with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not respond to input selection via the front panel membrane. Complainant did not indicate that there was any patient involvement in the reported malfunction.